Event description:
New information received on june 13, 2019 indicates that the pacemaker dependent patient's right atrial and right ventricular leads were removed and replaced due to pacing inhibition due to noise and inappropriate mode switches. The patient was stable throughout.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead was returned in two pieces measuring 24.5 and 32.3 cm respectively. An external insulation abrasion breaching the outer insulation and exposing the outer coil was noted 10.5 to 10.8 cm from the connector pin consistent with friction to the device can. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's right atrial and right ventricular leads were exhibiting lead noise. Pacing inhibition due to the noise was noted on the right ventricular lead. The possibility of a lead revision was discussed. The patient was stable. Related manufacturer reference number: 2017865-2019-08381.